Event description:
This lead was implanted on (B)(6) 2010 and was explanted and replaced on (B)(6) 2010. There is no reason on the form stating why the lead was replaced. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).